Event description:
It was reported that there was a possible fracture in the electrode of the lead (the side was not reported). The hcp believed it was caused by the set screw. It was reported that the lead was implanted and the patient was doing well post-implant. Additional information received from the hcp indicated the patient experienced under stimulation. The lead was explanted and replaced. Both the patient's right and left extensions and pulse generators were also replaced. The patient recovered without sequela.

Manufacturer narrative:
.